Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pump, the tubing connection was broken. It was reported that the patient suspected that the spike used to draw the meds from the bag was cracked which led to the leaking. No patient injury reported.